Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at a recent follow up appointment. The device was implanted on november 15, 2005 and according to analysis of the device memory, had a normal interrogation on january 31, 2006. On the surface electrogram, no device output was seen and there was no beeping with magnet application; beeping functions were confirmed to have been turned on. The ICD could not be interrogated with the use of another programmer. This ICD was explanted and will be returned to guidant for analysis. Another ICD was successfully implanted.